Event description:
A peritoneal dialysis (pd) patient reportedly was experiencing alarm issues with a peritoneal dialysis (pd) cycler, and was directed to complete manual peritoneal dialysis treatments pending delivery of a replacement. The patient's peritoneal dialysis nurse indicated the patient did not complete two peritoneal dialysis treatments on (B)(6) 2014, and was subsequently admitted to the hospital on (B)(6) 2014 due to fluid overload. Per the nurse, there was no reportable device malfunction or issue pertaining to infection. The following is based on the hospital discharge summary provided. The patient diagnoses upon admission included pulmonary edema, hypertension, thrombocytopenia and a poorly functioning peritoneal dialysis catheter with inadequate dialysis. The patient underwent hemodialysis treatment and 3.5l of fluid was removed. The patient was pancytopenia, was borderline low on vitamin b12, and was placed on folic acid and supplemental b12 vitamins. The patient had also reportedly suffered from severe constipation and following a large bowel movement the patient reportedly improved subsequent peritoneal dialysis (pd) treatments. The patient completed an additional hemodialysis treatment to address the pulmonary edema. The patient was discharged from the hospital on (B)(6) 2014, and his signs and symptoms of fluid volume overload resolved. The patient continued to use continuous cycler - assisted peritoneal dialysis (ccpd) therapy without any further issues. The sample was discarded and was not available for return.

Manufacturer narrative:
Based on the information provided, a serious injury has not been alleged against the cycler machine. The peritoneal dialysis nurse did not believe a product malfunction had taken place to cause the fluid overload, however requested a replacement. Due to the peritoneal dialysis nurse statement we cannot rule out the device contribution to the patient's therapy. The peritoneal dialysis cycler is being returned to the manufacturer. The sample was stated to be available for evaluation; however, it has not been returned to the manufacturer to date. A supplemental medwatch report will be submitted pending receipt of the peritoneal dialysis cycler and completion of the investigations.